Event description:
The system was replaced due to intermittent oversensing. There were no adverse patient events reported.

Manufacturer narrative:
On (B)(6) 2018 additional information states this lead was explanted due to noise and inappropriate shock due to suspected lead fracture. (B)(4) upon receipt, the lead under complaint was found cut approx. 47.5 cm proximal to the lead tip. Only the distal fragment was received for analysis. An extraction tool was inserted in and wrapped partially around the proximal end of the lead fragment. During the visual inspection around 31.5 cm proximal to the lead tip the lead body was found squeezed and deformed. The insulation was severely damaged in this area. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further inspection showed a rubbed through insulation at 10.5 cm and around 7 cm proximal to the lead tip. The observed damage symptoms indicate the presence of excessive mechanical forces in the implanted state. It is reasonable to assume that significant ingrowth led to a restricted lead motion. Tissue residuals along the lead body and extraction damages such as deformed shock coils were furthermore observed during the analysis corroborating this assumption. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.